Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that after a glaucoma stent implantation surgery, a patient experienced endothelial cell loss. Additional information has been requested.

Event description:
Additional information has been received stating the patient underwent a secondary procedure to shorten the stent. The patient was also prescribed medication for treatment.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two trimmed pieces of a company stent were received in a vial. The trimmed stent pieces were visually inspected and damage consistent with trimming was observed; the distal collar and part of the first retention ring were returned with a jagged cut along with a small sliver of stent. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. Photos provided were reviewed. All four photos are of ten capped vials. Trimmed stent samples are visible in some of the tubes. The vials belong to ten separate pr files and are labeled with the file ids associated with each of those pr files. Because the sample returned could not verify the reported event, sufficient clinical data was not received, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).